Manufacturer narrative:
Follow-up from 16-jun-2015: the required number of follow-up attempts was completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had both coils broke and migrated. Both coils broke is non-serious and unlisted in the reference safety information for essure, while both coils migrated is serious due medical importance and listed. According to product technical complaint analysis, this breakage is listed. During difficult insertion/removals, single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of migration were not known. It was also unknown when both coils broken. It was reported that a total abdominal hysterectomy will be performed. Given their nature, a causal relationship between these events and essure therapy cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. A ptc analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rash was an allergic reaction to something, periods were messed-up, it was either too early or too late, chronic pain in her pelvis, pain in her joints, stomach pain. When she coughs or sneezes, she has a grabbing pain on the right side where her fallopian tube would be, insomnia, weight gain, and feeling not like herself, just a bad feeling. Follow up information received on (B)(6) 2015 from consumer: she stated that was having a total abdominal hysterectomy (date not provided) due to both coils breaking and migrating. She was still presenting a rash that was worse in hot weather. The patch testing did not show what she was allergic to but it may be the pet polyester fibers on the coils which is similar to antifreeze or nickel. These fibers leach into the body. No further information was provided. Product technical complaint investigation and final assessment were received on (B)(6) 2015: this adverse event report is related to a product technical complaint and was initiated due to a reported product quality issue. (B)(4). Final assessment: lot number: 627742; expiration date: jul-2010; production date: jul-2008. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Device breakage could not be confirmed in this patient report case. Medical assessment: this ptc was initiated due to a reported product quality issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. Three further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar adverse types of events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had both coils broke and migrated. Both coils broke is non-serious and unlisted in the reference safety information for essure, while both coils migrated is serious due medical importance and listed. According to product technical complaint analysis, this breakage is listed. During difficult insertion/removals, single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of migration were not known. It was also unknown when both coils broken. It was reported that a total abdominal hysterectomy will be performed. Given their nature, a causal relationship between these events and essure therapy cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. A ptc analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.